Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was for 3-4 weeks now, they had pain in their back on the other side for a sciatica problem and it seemed as though the pain on their left was affecting the right side of their back (the side with their implant) because they were continuing to have pain on both sides now. Patient also said in the last couple weeks at night, when they were laying down in bed and if they crossed their legs, they would have a vibration in their right leg at the knee and up and down from the knee that felt like an electric shock. Patient then mentioned they had been on a trip in april and did a lot of walking, but when they came home they were sorting out their clothes to do the laundry and when they stood up they had this sciatica problem that attacked their left hip. Patient had been in pain for 3 (going on 4) weeks now and hadn't been able to get any relief from the pain. Patient's primary doctor's office gave them prednisone to take the inflammation down and that helped a little bit, but the pain was still there so they were thinking the problem with the left side was aggravating the right side where the implant is. Patient stated they never felt comfortable operating the stimulator and figuring out how to adjust the settings and didn't know how to adjust stimulation to help with the pain they are having now. Agent reviewed how to increa se/decrease stimulation and general information on when to increase or decrease. Patient was on group c and said they would try groups a and b too. Patient asked if there was a rep that would be able to meet to help them adjust as well. The patient was redirected to their healthcare provider to further address the issue. Patient has their first appointment on june 8th. Agent reviewed role of rep and provided nas phone number for healthcare provider office to call if needed.